Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis procedure, the system displayed non-recoverable error code 319. The customer received phone assistance from the technical support engineer (tse). Review of the sites system logs confirmed the error fault on the universal side manipulator (usm) arm 3. Initial troubleshooting was performed through hard system power cycles; however, the issue remained persistent. The surgeon stated that "there is a possibility that an undue load was applied by exerting force when undocking usm arm 3." Following this, tse instructed the user to disable usm arm 3 and clear the error fault on the vision side cart (vsc) touchscreen. Tse informed the user that the system remains in an operable and acceptable state even with one usm arm disabled. The user disabled the usm arm and experienced no further issues; however, at an unspecified time, the surgeon made a determination and elected to convert the procedure using traditional laparoscopic techniques. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The unit was returned for failure analysis but the reported comm. Error 319/307 could not be replicated. However, the error was confirmed via error logs/system logs. The unit passed start-up, initialization, programming in normal mode with no error generated from the in-house system. All connections were intact, no sign of fluid intrusion, no issue found during investigation. Power cycled the usm multiple times the in-house system with no error or fault generated. The unit also passed carriage lissajous, direction test, carriage switch, carriage strength, sensors check, sine cycle, fiber test, led test, brake test and all friction test on pftp.